Manufacturer narrative:
The products involved with this complaint have not been returned to life scan at the time of this report. If the products involved are returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, a reporter contacted lifescan USA alleging that they were receiving an error 1 message on their device. This complaint is being reported because it was not resolved at the time of troubleshooting. There is no evidence to suggest that this issue casued or contributed to an adverse event.